Manufacturer narrative:
Date rec¿d by MFR : 22jun2019. A touchscreen was returned for analysis. During further investigation (fi), failure analysis on the returned touchscreen revealed that the measured resistances are out of specification. Root cause: the ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. Manufacturer's field service engineer (fse) evaluate the unit and confirmed the reported issue. Fse found touch points off marks and non-consistent touch response. Fse replaced the touchscreen to resolve the reported issue. Touchscreen was calibrated and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen calibration failure. The customer reported there was no patient involvement. Event date not specified, estimate used.